Manufacturer narrative:
Additional information: according to the information received from the field, damage to the active electrode likely caused by the reported impact is suspected. However, to determine an exact root cause a device investigation is necessary. Reportedly the recipient is doing fine with the remaining channels. The device remains implanted and in use.

Event description:
The user's hearing performance with the device is affected. The user had an accident in october 2021 where he broke his leg and also possibly hit his head. There was no swelling or redness at the site of the implant. The user was scheduled for follow up for speech testing and an integrity testing on 05.jan.2022, however the family cancelled the appointment as they felt that the user is hearing much better.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user's hearing performance with the device is affected. The user had an accident in (B)(6) 2021 where he broke his leg and also possibly hit his head. Further in situ testing is scheduled for the (B)(6) 2022